Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the right eye two days following lasik treatment. The patient reported aching. The patient's topical steroid dosage was increased and was also prescribed a medrol dose pack. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.